Event description:
It was reported that during a cystoscopy, transurethral resection of a bladder tumor, laser cystolitholapaxy, a broken tip of the obturator was found inside the bladder. The broken tip of the device was removed from the patient. No patient harm was reported. The retrieval method and the actual model number of the device used during the event was not made available despite multiple attempts to gain additional information from the customer. A model number was not provided therefore a20905a was selected as a representative device. The event occurred in (B)(6) 2025.